Event description:
A report was received that the patient had difficulty getting the ipg to charge past one bar. The patient underwent an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient had difficulty getting the ipg to charge past one bar. The patient underwent an ipg replacement procedure. Device malfunction was suspected.